Event description:
It was reported the device was explanted and replaced due to unsuspected malfunction. No further information is available.

Manufacturer narrative:
(B)(4). The reported field event of a suspected malfunction was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.